Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter and an unknown guide catheter. There were numerous kinks in the hypotube. Microscopic and tactile inspection revealed numerous kinks in the shaft. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer. The maximum od exceeded guidezilla specifications. Microscopic examination presented partial separation at the collar/proximal shaft weld. The y connector used in the procedure was not returned for product analysis. The unknown, returned non-bsc guide catheter was used for functional testing. The inner diameter (ID) of the guide catheter was measured with a calibrated pin gauge. Functional testing was performed by inserting the guidezilla through the hub of the guide catheter. The guidezilla was unable to insert into the guide catheter due to kinks in the returned guidezilla device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-jul-2015. It was reported that resistance was encountered during insertion. During insertion of a guidezilla guide extension catheter, resistance was encountered at the y connector. It was noted that the y connector was loosened; however the catheter was unable to be advanced further. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed partial separation at the collar.